Event description:
It was reported to boston scientific corporation that the advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010.

Manufacturer narrative:
Updated from the previously reported implantation date of (B)(6) 2003, to (B)(6) 2010.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2003. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.